Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient's pain was in her ankle and when she sat with her ankle not elevated she got swelling. The patient stated her programs were correctly implemented until a couple weeks ago when one program would turn itself off for some reason. This was described as intermittent stimulation. The patient went into the office to test the device to see if the problem could be determined. The patient stated that her settings were changed without her knowing during this appointment, and when she got home her pain was so bad she was vomiting and was unable to adjust her settings. It was reported that the patient was not satisfied with her scs. Intermittent stimulation was reported. The patient had two reprogramming sessions done and left the clinic with coverage in her left foot where she needed it. Impedance readings were good. It was noted that group b was the program the patient did not want changed and it wasn't. Only group a was changed. It was also reported that the patient claimed her refrigerator was causing her device to go haywire and was concerned the ipg had a gps system and could track her around town. It was noted that the physician and case manager were doing additional consultations to look into possible secondary gain issues. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was later reported that the patient met with the doctor and a manufacturer representative who reprogrammed the device. The patient's expectations were managed by the physician, and it was noted that there were other issues not related to the scs system.

Manufacturer narrative:
(B)(4).